Event description:
A customer reported experiencing a cgm error 42. There was no indication of any adverse impact on the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, which the customer followed, and no error was displayed after the reset. The customer successfully initiated a new sensor session.